Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medsun that during accucath insertion having issue with advancing catheter over wire. Upon trying to press needle retractor it would not retract. Pulling out of pt was tight coming out of skin. Upon trying to get needle to retract once out of pt it would not retract fully, and wire circled outside of housing. It is unknown what therapies were being used on the patient at the time of the event. The patient is critically ill. No further details available or provided.